Manufacturer narrative:
The facility reported that a patient on which exofin high viscosity tissue adhesive was used suffered a post-operative infection with drainage. The device was not returned, and to date no other details have been provided by the complainant that might enable further investigation. Therefore, chemence medical has not been able to determine if the device may have caused or contributed to the event.

Event description:
When the patient returned for a post-operative visit, and the physician identified an infection with drainage at the incision site.